Event description:
In 2005, the patient as implanted with a vented electric left ventricular assist device (lvad). During the implant, the or had called the manufacturer reporting that the patient was having severe bleeding form the inflow cannula. The clinical engineer stated they were not present for the preclotting, but they were attempting to stop the bleed without a valve change. It was also reported that the surgeon had wrapped the outside of the inflow valve conduit. The case was completed, and the patient was taken ccu.